Event description:
The customer reported that the ortho provue 37 degree incubator block temperature dropped to room temperature. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed a full temperature calibration with no errors. The customer ran and passed qc. Repairs have returned the instrument to expected operation. (B)(4)